Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the report source: is "clinical trail" correct? Yes, is the account name (healthcare facility information) available? No. Can you identify the lot number of the product that was used? Ubbdjrr0. Please confirm if the needle breaks or if the suture breaks. Yes, the needle breaks. Did the needle piece fall into the patient? No if yes, what efforts were made to retrieve it? If not retrieved, in what tissue structure the broken needle was retained? Skin is there any plan in place to remove the needle piece in the future? N/a.

Event description:
It was reported that a patient underwent a breast reconstruction on (B)(6) 2024 and suture was used. The suture was used on the skin, which is not thick or hard, it is used on breasts. The skin where it is used is not thick or hard, it is used on breasts. During the procedure, the needle broke at the tip and remained in the holder. The procedure was successfully completed. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One unused open sample and two empty folders were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were found as expected. The tip and body of the needle were examined, and no issues related to needle breakage were observed during the evaluation. The resistance test was performed on the needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.